Event description:
An article titled "vagus nerve stimulation in children with drug-resistant epilepsy: a long term follow-up data in a single center" was published and the abstract reviewed. Two vns patients were reported to be discontinued due to wound infection, but surgical intervention is not confirmed to date. The manufacturer report # 1644487-2015-06044 involves the first patient. The manufacturer report # 1644487-2015-06045 involves the second patient.

Event description:
It was reported that patient's device has been explanted following the infection. Review of manufacturing records confirmed sterilization for the generator prior to distribution. The lead details are unknown.